Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. This was identified during setup and preparation prior to patient use; further described as ¿after the nurse was going to hang up the bag in the morning¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from october 09, 2019 - october 10, 2019. H10: the device was received for evaluation. Unaided visual inspection was performed, which observed a small tear at the lower right side edge of the bag. A functional testing was performed, which revealed a leak from the lower right edge only. Additional magnified inspection verified, a tear/hole where the leak had occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.